Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported "issues getting the implant out of the packing. As a result one implant was wasted, and the nurse is having to aggressively flip the box onto the field in order to get the inner package to come out of the outer package¿ ". Device was not implanted.